Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had no sound. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rc flex connector. The rc flex connecter will be cleaned and reseated to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device speaker had no audio. No additional information is available.